Event description:
The customer reported about the button error alarm on the insulin pump. Customer's blood glucose at that time was 120mg/dl. Customer stated that the insulin pump got wet and it would not turn on. Customer stated also that she had low blood glucose and it was 58mg/dl. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. Moisture damage was found on the motor. The button error alarm could not be verified due to the blank display anomaly. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip, a broken belt clip slot, minor scratches on the display window and a missing end cap sticker.